Event description:
Cautery pencil was activated while laying on the susrsgical field and burned patient's left upper arm causing third degree burn. Ice was applied and dressing with neosporin and then a plastic surgeon was consulted. Patient to be taken to surgery 9/25/92 for excision of burned area and primary closure. The volume control was on low as per routine, and there was also noise from suctioning, the trimedyne yag laser, and the anesthesia ventilator system. Corrective action: currently evaluating products tohold or protect cauterydevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination, other. Results of evaluation: misapplication of device, environmental factors. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.